Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level read as "high," although the exact value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump. Reportedly, the customer was not properly removing residual air from the cartridge and was using cold insulin. The customer was educated on the proper load techniques. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Event description:
It was reported that multiple intermittent occlusion alarm occurred. The customer's blood glucose level read as "high," although the exact value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump. Reportedly, the customer was not properly removing residual air from the cartridge and was using cold insulin. The customer was educated on the proper load techniques. Customer resumed insulin to resolve the issue.